Event description:
The manufacturer received information alleging the actual measured ventilation volume of the ventilator was 447 ml when the setting was 500 ml. As the tolerance is ±10% (450-550 ml), the unit needs to be repaired. Was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, operational checking confirmed that the actual measure ventilation volume was 447 ml when the setting was 500 ml and deviated from the allowable range. Repair testing was performed, and the software was updated and recalibrated to resolve the issue. The actual measured value increased to 488ml afterwards, which is within the allowable range. Repair testing, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly.